Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 703:00 was not confirmed during product evaluation; however, the quality engineer has identified fluid intrusion on the pump head module (phm) printed circuit board (pcb) as the cause of the reported condition. The channel a phm and "uim" pcb were replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 703:00 during device evaluation. This condition interrupted delivery. There was no patient involvement. This a user interface module software version of this device is unknown. No additional information is available.